Event description:
Same case as MDR ID: 2134265-2012-08170. It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred and the patient experienced chest pain, hypotension, and expired. The patient presented with an acute myocardial infarction and timi 0 flow. The 50mm in length, de novo and 100% stenosed target lesion being treated was located in the calcified proximal to mid right coronary artery (rca). Pre-dilation was performed with an unspecified balloon catheter. Then a 3.50x24mm promus element stent delivery system (sds) and a 3.00x28mm promus element sds were advanced to the rca and deployed overlapping at 14 atmospheres for 30 seconds. Both stents seemed well positioned and well apposed. Intravascular ultrasound (ivus) was performed showing 0% residual stenosis and a return of timi 3 flow. The patient was given aspirin and clopidogrel. Approximately two days later, while still in the hospital, the patient experienced chest pain and a drop in blood pressure. Medication was administered and the patient condition worsened. Emergency treatment was then administered, however, the patient expired. Stent thrombosis was not confirmed; however, it was given as a potential contributing factor to the patient death.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).